Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly lost power preventing user access to fentanyl, midazolam, propofol, rocuronium. Patient was undergoing a robotic radical prostatectomy and a robotic pelvic lymphadenectomy. Customer reported that there was a 20 minute delay. Customer was able to obtain the narcotics from a nearby room. Patient or user harm was not reported. This event is recorded on complaint number (B)(4). A field service technician evaluated the device; the cause of this malfunction was determined to be the device's power supply. The device's power supply was replaced by a field service technician, reported issue has been resolved.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly lost power preventing user access to fentanyl, midazolam, propofol, rocuronium. Patient was undergoing a robotic radical prostatectomy and a robotic pelvic lymphadenectomy. Customer reported that there was a 20 minute delay. Customer was able to obtain the narcotics from a nearby room. Patient or user harm was not reported.